Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported blood glucose levels between 182-210 (mg/dl). The customer did not complete all steps during troubleshooting with tandem technical support.